Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was patient asked if she is supposed to feel the "shakiness" from stimulation when she is laying down. Pt cannot lay on her back since implant (B)(6) 2021 because of this discomfort. Patient stated she has turned stim up because her leg was bothering her so bad; the higher she went it gave her relief but then she noticed that her charge in the ins battery would not last over night so she would wake up and her ins would be dead and her leg would hurt. Pss suggested that pt meeting with a field rep to discuss her programming pss did walk pt through how to turn stimulation down. Patient turned stim down to 5.5 - patient stated she can feel that stim is not as strong. Pss reviewed that pt will need to work with the stimulation level to find a comfortable setting. Pss is sending the local field reps a message about pt call and requesting an appt with a field rep. Patient stated she never met with a field rep after implant.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.